Manufacturer narrative:
Date of event: estimated based on aware date of (B)(6) 2021.

Event description:
It was reported that contamination occurred. A fractional flow reserve (ffr) procedure was being completed. A comet ii pressure guidewire was opened but the product was noted to be contaminated prior to use. No adverse patient effects occurred as a result of this event.